Manufacturer narrative:
Additional information provided in: b1, b2, b5, d7, h1, h2. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) pump will be repositioned on (B)(6) 2019 due to migration. "After the procedure, the control pump placed at the bottom of the scrotum was found to be elevated/raised (already confirmed in MRI), and it was difficult to manipulate the pump. It has been planned to perform on october 3 by opening the scrotum under lumbar anesthesia, and lowering the position of the control pump and fixing it." Additional information received states that soon after implantation it was found that the pump had migrated upwards and unable to be operated. Approximately eight weeks after the implant procedure the doctor was unable to activate the device due to the pump's migration. The MRI confirmed that the pump had migrated into the "groin area." With regards to the pump's migration the physician stated "tubing might have been too short or too long. Or, he had made the scrotum pocket too large." On (B)(6) 2019 a revision surgery was performed. The "scrotum was incised, and the control pump was repositioned to scrotal base area and fixed with suture." There were no patient complications during the surgery. No components were removed, only the pump was repositioned. The physician stated the revision surgery "was not due to patient complication, but for improvement of device operation by patient afterwards."

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) pump will be repositioned on (B)(6) 2019 due to migration. "After the procedure, the control pump placed at the bottom of the scrotum was found to be elevated / raised (already confirmed in MRI), and it was difficult to manipulate the pump. It has been planned to perform on (B)(6) by opening the scrotum under lumbar anesthesia, and lowering the position of the control pump and fixing it." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.